Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up investigation will be submitted after investigation.

Event description:
It was reported that: narrowing at manta closure site. Ballooned. Additional information on 21nov2022: during a tavr procedure on (B)(6) 2022 access was gained in the lower right common femoral artery (cfa) utilizing micro puncture and ultrasound guidance. Vessel size was 7.1x7.2mm with no calcification or tortuosity. Measured depth for the manta was 4cm and there were no issues advancing or withdrawing procedural sheaths. Prior to closure blood pressure was 102/35mmhg and act was 297. Heparin was given intravenously during the procedure. It was reported that the time to hemostasis was immediate on the surface, but the partial occlusion took 10 minutes to open. The patient was described as fine post procedure.

Event description:
It was reported that: narrowing at manta closure site. Ballooned. Additional information on 21nov2022: during a tavr procedure on 15nov2022 access was gained in the lower right common femoral artery (cfa) utilizing micro puncture and ultrasound guidance. Vessel size was 7.1x7.2mm with no calcification or tortuosity. Measured depth for the manta was 4cm and there were no issues advancing or withdrawing procedural sheaths. Prior to closure blood pressure was 102/35mmhg and act was 297. Heparin was given intravenously during the procedure. It was reported that the time to hemostasis was immediate on the surface, but the partial occlusion took 10 minutes to open. The patient was described as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicated an occlusion posterior to the manta radiopaque lock. The radiopaque lock was situated on the lower portion of the femoral head. The DHR was reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A lower positioned access was achieved utilizing micro puncture and ultrasound. Arteriotomy was 7.1mm x 7.2mm, with mild posterior calcification, and a depth measurement of 4.0cm. No issues were endured advancing or withdrawing the procedural sheaths. Activated clotting time (act) was 297, and no protamine was administered prior to closure. Following deployment, hemostasis was less than one minute. However, a post-angiogram indicated partial occlusion at the access site. Balloon inflations were applied for ten minutes, restoring flow. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if a dissection could have occurred prior to or during the manta deployment. The IFU lists ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include vessel laceration or trauma.

Event description:
It was reported that: narrowing at manta closure site. Ballooned. Additional information on 21nov2022: during a tavr procedure on (B)(6) 2022 access was gained in the lower right common femoral artery (cfa) utilizing micro puncture and ultrasound guidance. Vessel size was 7.1x7.2mm with no calcification or tortuosity. Measured depth for the manta was 4cm and there were no issues advancing or withdrawing procedural sheaths. Prior to closure blood pressure was 102/35mmhg and act was 297. Heparin was given intravenously during the procedure. It was reported that the time to hemostasis was immediate on the surface, but the partial occlusion took 10 minutes to open. The patient was described as fine post procedure.

Manufacturer narrative:
Qn # (B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicated an occlusion posterior to the manta radiopaque lock. The radiopaque lock was situated on the lower portion of the femoral head. The DHR was reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A lower positioned access was achieved utilizing micro puncture and ultrasound. Arteriotomy was 7.1mm x 7.2mm, with mild posterior calcification, and a depth measurement of 4.0cm. No issues were endured advancing or withdrawing the procedural sheaths. Activated clotting time (act) was 297, and no protamine was administered prior to closure. Following deployment, hemostasis was less than one minute. However, a post-angiogram indicated partial occlusion at the access site. Balloon inflations were applied for ten minutes, restoring flow. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if a dissection could have occurred prior to or during the manta deployment. The IFU lists ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include vessel laceration or trauma. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.